Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation dirt/dust contamination and tobacco contamination was found inside the device. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058